Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2004; bfxc2816165 stent graph (B)(6) 2007; ilxc1616115 stent graph (B)(6) 2007. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead had high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.